Event description:
Event description cpi received information that two bipolar leads were removed due to 'clavical crush'. During a replacement procedure of an implantable pulse generator (ipg) the physician found both of the leads were crushed and ingrown with fibrotic tissue. The leads were replaced.